Event description:
Per the clinic, the patient experienced a migration of the implant body. A revision surgery was performed in (B)(6) 2012 (specific date not reported) to place back the implant body into correct position.

Manufacturer narrative:
(B)(4). Implanted device remains.